Manufacturer narrative:
The suspect medical device has not been returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an angiogram using the impress vert catheter the tip detached while injecting contrast. The detached tip migrated into the internal carotid artery and resulted in the patient going into shock. No additional patient consequence to report.